Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterrupted power supply (ups) and battery were found to have failed due to a power surge and were replaced. The system then passed the system checkout and was found to be fully functional. Two fuses were returned to the manufacturer for analysis. Analysis found that the returned fuses were continuity tested and passed. Analysis found that no fault was found. The uninterrupted power supply (ups) was returned to the manufacturer for analysis. Analysis found that the returned ups was found to have blown field-effect transistors (fet). All outputs measured expected voltage. The power button illuminated as intended and powered the ups on and off. Analysis found that the reported event was related to an electrical issue. The battery was returned to the manufacturer for analysis. Analysis found that the returned battery was depleted. The battery was found to be drained due to fet failure on the accompanying ups. Analysis found that the reported event was related to an electrical issue.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the operating room (or) experienced a power surge. The camera cart had power but was unable to communicate with the main cart, which did not display a blue light on the power button. The surgeon chose to proceed without the use of navigation, with a surgical delay of less than one hour. There was no reported impact on patient outcome.